Event description:
It was observed that during the device evaluation, the camera head exhibited failed water tightness and cable unit deterioration. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus and the evaluation found failed water tightness and cable unit deterioration. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the identified failures is cause traced to the user not following the manufacturer's instructions a device history record review revealed no issues that could have caused or contributed to the reported issue. The event can be prevented by following the instructions for use which state: ¿never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged.¿ ¿do not drop the camera head or allow it to strike other objects.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.